Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
In a retrospective study conducted to evaluate the manual aspiration thrombectomy using a penumbra catheter in patients with acute migrated mca occlusion involving 98 patients between january 2012 and december 2015, 17 patients experienced hemorrhage events after the procedure during their hospital period. Among these, procedure related subarachnoid hemorrhage was seen in 4 patients and all showed complete absorption of the hemorrhage at discharge. 4 patients showed symptomatic intracerebral hemorrhage leading to death during hospitalization. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all 13 intracranial hemorrhagic events addressed within this literature source.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported in a literature article that 17 patients experienced hemorrhage after the procedure and among them 4 patients who had symptomatic intracerebral hemorrhage died. There is no definitive evidence to suggest or deny that the adverse events were due the subject device or not. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. H3 other text : the device is not available to the manufacturer

Event description:
In a retrospective study conducted to evaluate the manual aspiration thrombectomy using a penumbra catheter in patients with acute migrated mca occlusion involving 98 patients between january 2012 and december 2015, 17 patients experienced hemorrhage events after the procedure during their hospital period. Among these, procedure related subarachnoid hemorrhage was seen in 4 patients and all showed complete absorption of the hemorrhage at discharge. 4 patients showed symptomatic intracerebral hemorrhage leading to death during hospitalization. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all 13 intracranial hemorrhagic events addressed within this literature source.